Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was revised to address infection to the knee area. Poly insert removed and antibiotic pellets placed in knee capsule. New 2.5 x 15mm insert implanted. The original date of implant is unknown. Doi: unknown; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.